Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, probable cause for error code e006 include: 1.) Increased number of deposits of tissue on the electrode. 2.) Increased contact resistances due to incorrectly or insufficiently plugged contacts at the working element or connection cable. (Defective contacts at the working element can be present when the generator is activated and the instruments are not correctly assembled. The error message might the be displayed at a later time.) 3.) Increased contact resistances due to defective contacts. 4.) The measuring method of the esg-400 might also have an impact on the conductivity. For this error message, a user error cannot be excluded. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The unit failed the link in and link out test due to a defective mother board; this required repair. It was also recommended that the software be upgraded from 11-a to 12-a. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that an error e006 occurred, and the plasma electrode would not work while using the hf unit "esg-400". The issue occurred during the therapeutic procedure (cystoscopy with clot evacuation), there was a 30-minute delay, and the procedure was completed with a similar device. The patient¿s bleeding was controlled and there was no patient harm associated with the event.